Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unable to advance the wire through the catheter" is not confirmed. Upon functional testing, the guidewire was able to advance through the injection lumen without any difficulty. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported that the spring wire guide was unable to advance thru the catheter. As a result, another catheter was used. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spring wire guide was unable to advance thru the catheter. As a result, another catheter was used. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.